Event description:
It was reported that after undergoing a da vinci-assisted cholecystectomy with common bile duct exploration procedure, the patient was discovered to have a stomach perforation. The surgeon said there were no intra-operative complications and the procedure went well. Post-operatively, while the patient was still hospitalized from the index procedure, the patient complained of increased abdominal pain. A CT scan on post-operative day (pod) #4 showed signs of a stomach perforation in the form of free air. The surgeon took the patient back to the or on pod #5 to resolve the gastric perforation with a modified graham patch of omentum. It is unknown how this secondary procedure was performed. The surgeon said the patient was recovering and doing well after the secondary procedure. There is no allegation that a malfunction of da vinci product occurred during the initial procedure. The surgeon said they do not know the cause of the stomach perforation. The surgeon said there were no issues or difficulties while exchanging da vinci instruments during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. No issues were found with the system. The system was tested and verified as ready for use. An isi technical support engineer (tse) reviewed the system logs and found no related errors.